Event description:
IV pump alarming. Staff member went into room to check the pump, and crack noted in the tubing. Hal (hyperalimentation) noted to be leaking from site. New tubing strung, and no further issues. There was no harm to the patient. The alarm on the pump was for air. The leak was at the bottom portion of the section of tubing that is in the pump. The pump was not checked. A review was done with manager to educate staff to have pump checked.

Event description:
IV pump alarming. Staff member went into room to check the pump, and crack noted in the tubing. Hal (hyperalimentation) noted to be leaking from site. New tubing strung, and no further issues. There was no harm to the patient. The alarm on the pump was for air. The leak was at the bottom portion of the section of tubing that is in the pump. The pump was not checked. A review was done with manager to educate staff to have pump checked.